Event description:
This procedure was performed in (B)(6): the physician first used a 5f sheath and balloon, which was too small. As a result the physician decided to use the evercross 6mmx200mm. The balloon was brought to 10 atm and then ruptured. The physician attempted to remove the balloon, but met with resistance so strong that the distal end of the evercross balloon was demolished. The physician tried to salvage the evercross and changed to a 9 f sheath to remove it, but was unsuccessful. The patient went to surgery, to remove the rest of the balloon.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.